Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device¿s display screen is scrambled. The device was being used to create a treatment plan for respiratory assistance. Patient involvement was unknown at the time the issue was reported. There was no patient or user harm reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer informed that he tested the device but was unable to duplicate the reported issue of the screen glitching. A touchscreen issue was found and will be documented and processed in a separate complaint record. Per a good faith effort (gfe) response received, it was confirmed that the customer went back the site the following day and tested the unit and the touchscreen was off again. With the combination of display issues, the customer replaced the lcd display and display cable as a resolution of the reported display problem.